Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on jun 08, 2017, by cochlear ltd. (B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced pain, fluid and a possible infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.